Manufacturer narrative:
Additional information: 1 device was not reprocessed or reused.

Event description:
This report summarizes 1 malfunction event in which the device or cutting accessory fractured. 1 event had patient involvement; no patient impact.

Event description:
This report summarizes 1 malfunction event in which the device or cutting accessory fractured. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h10. 1 previously reported event is included in this follow-up record. Product return status: 1 device was not available for evaluation. H3 other text : device not available.

Event description:
This report summarizes 0 malfunction events in which the device or cutting accessory fractured.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 1 event was previously reported during the reporting period; however, 1 previously reported event in this report should have been included under MFR report # 3015967359-2022-01997. 0 previously reported events are included in this follow-up record. Product return status. Additional information: 0 devices were not labeled for single-use. 0 devices were not reprocessed or reused. H3 other text : event reported on MFR report # 3015967359-2022-01997.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device investigation type has not yet been determined. Additional information: 1 device was not labeled for single-use. 1 device was reprocessed or reused.

Event description:
This report summarizes 1 malfunction event in which the device or cutting accessory fractured. 1 event had patient involvement; no patient impact.